Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v391132, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation. It was reported that during a normal pre-operative impedance check during a normal battery replacement, the implanted lead showed impedance on electrode 0. The rep reported that they increased amplitude and pulse width to try to clear the abnormal impedance but this did not work. Because of this, the hcp chose to remove and replace the lead in addition to the ins. The issue was reported to be resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.